Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. .

Event description:
It was reported that the unit will not boot. The display shows random characters and an audible alarm continues non-stop. There was no patient injury reported.

Manufacturer narrative:
B5: additional information received on 11august2022 via email and attached to complaint object: date of event: june 21, 2022. Occurred during pm, no patient involvement. Biomed technician was able to repair the pump and it was returned to service. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000 h4: correction: device manufacturing date: 13-jul-2016.

Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause was that the main board was not operating as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.